Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump time and date were incorrect; cause was not known. Tandem technical support successfully guided the customer through adjusting the date on the pump. There was no reported impact to the customer blood glucose level.